Manufacturer narrative:
Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in a coronary artery. A 2.50 x 24mm synergy¿ drug-eluting stent was advanced, however the stent dislodged from the balloon catheter and became stuck in the "laminated shaft." No patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: a stent was returned for analysis on a pigtail mandrel with a stent protector. The stent delivery catheter (sdc) was not returned. A visual and microscopic examination of the crimped stent found that the stent had been separated from its sds and damaged. Damage was noted to the entire stent; stent struts were severely stretched. The inner diameter (ID) of the returned stent protector was measured which is within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was further reported that the stent did not dislodge inside the patient. During preparation, the physician grasped the proximal part of the stent protector and the stent remained stuck in the stent protector. The device was not used inside the patient. The procedure was completed with another synergy stent. The patient's condition was very well after implantation of the new synergy.